Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-50 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and identified the heating element as faulty. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that when the heater-cooler system 3t was switched on during setup, the ac voltage shut down. There was no patient involvement.

Manufacturer narrative:
Initially this event was evaluated as reportable. However, during further investigation it was discovered that the reported issue is related to a heater-cooler system 1t, which is not marketed in the USA. Therefore, the event has been reevaluated as non-reportable.